Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient wanted to turn their implant off. The caller stated when they had the trial they did very well and they did very well the first few weeks after implant. The caller stated that then they thought they got a urinary tract infection (uti). The caller stated when they get the urge to go to the bathroom, there was no time for them to get to more than a couple steps away before they flooded. They were also waking up twice during the night and they had to change their bed linens, pads, and pajamas. It was noted that the patient would wake up in a flood of pee, and they thought the situation could not get any worse. The caller wanted to turn it off and they were sick of their current situation. The caller had tried turning stimulation up but it did not help. The caller stated they had a test for a uti but was told they did not have one. In the last couple of months they were tested again for a uti but was never confirmed. Syncing with the programmer showed stimulation was on, and the patient was walked through turning stimulation off. When turning off the stimulation the patient stated that the settings were not what they remembered them to be and was wondering if they should go back to their settings. The caller decided they did not want to and was redirected to their healthcare provider to discuss symptoms. No further complications were reported.